Manufacturer narrative:
The device was received, and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345 during testing which was verified through a review of the event history log as system error 345 messages. The cause was determined to be a failing thermistor of downstream assembly. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device displayed a system error 345 (thermistor disparity). No additional information is available.